Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) level was above 600 mg/dl, but exact value was not provided. Customer reported ketoacidosis, which was addressed with manual insulin injection. Customer changed out pump supplies to address the alarm and resumed insulin delivery.